Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump passed the self test. Intermittent button response on the middle button and unresponsive button response on the up button were noted during testing. Pump was cut open to perform visual inspection and found flattened dome (crease: middle button), cracked keypad dome (middle button) and broken keypad trace and found moisture damage at the force sensor and motor home switch. Successfully downloaded history files and traces using thump. 0.0 can be seen when programing a basal. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, scratched case, cracked keypad overlay, stained keypad overlay and pillowing keypad overlay. Keypad unresponsive was confirmed during analysis and was due to flattened dome (crease: middle button) cracked keypad dome (middle button) and broken keypad trace. Cosmetic damage was confirmed at the keypad overlay. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1812. Troubleshooting was performed, and damaged on the buttons. No harm requiring medical intervention was reported. Product return was requested for mmt-1812. The customer will discontinue using the device, and the customer response was that mmt-1812.